Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during occlusion test, due to protruded and loose drive support disk. Insulin pump had missing end cap sticker, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error during the fill cannula process. The blood glucose reading was 150 mg/dl. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.